Event description:
The pump was returned for investigation. Investigation revealed a cracked battery compartment and a display screen issue. This report is made based on results of investigation completed on 11/26/2013. There was no adverse event associated with this complaint.

Manufacturer narrative:
The pump has been returned and evaluated by product analysis on 11/26/2013 with the following findings: during evaluation, the battery compartment was found to be cracked. The pump powered on with a dim and discolored display screen. Unrelated to these issues, the bolus button cover was torn. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(6).